Manufacturer narrative:
This report is submitted on december 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient developed an infection resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on march 19, 2019.